Event description:
The tps universal driver was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, burnt flex strips were discovered. The presence of burnt flex strips and a loose socket can cause or contribute to the device running without user activation.